Manufacturer narrative:
Pseudoaneurysms are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) female originally received a zenith main body and three zenith iliac legs on (B)(6) 2006. Over time, a pseudoaneurysm developed in the bare metal portion of the stent. A hepatic renal bypass was performed prior to the (B)(6) 2011 repair, which was phase one of the complete repair. This step was done to allow bypass of the renal arteries. Physician went in with a zenith tx2 taa endovascular graft proximal extension and placed the device according to the instructions for use. He went from the left femoral artery. An atrium I-cast 8 mm by 58 mm stent was placed in superior mesenteric artery from the brachial approach and then the tx2 taa endovascular graft proximal extension was deployed up to the ciliac artery. The endograft was molded with coda balloon. Final angiogram performed showed no leak; however, there was no iliac flow into the original limbs of the grafts. The reason for this was a large thrombolic embolus which was displaced during placement of tx2 taa endovascular graft proximal extension. Bilateral thrombectomies were performed, resulting in improved flow into the iliac arteries. Femoral diminished pulse and diminished pulmonary vascular resistance required additional thrombectitomies in the femoral arteries. Another angiogram was performed showing improved flow in the iliac legs. Pt underwent an additional procedure to exclude the pseudoaneurysm.